Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via the manufacturing representative regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity and post spinal cord injury. It was reported the patient¿s pump and catheter had been explanted and discarded by the customer on (B)(6) 2018. It was indicated the system would be replaced in the future. It was reported there was skin breakdown and the pump was exposed. It was further specified that the patient¿s pump pocket incision had broken down exposing the pump. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The pump and catheter were explanted due to risk of infection. It was reported the issue had been resolved at the time of the report. The patient¿s status at the time of the report was provided as ¿alive - no injury.¿ no further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were unknown.